Event description:
Pt was revised to address pain she had been experiencing since a fall in april. The femoral component was loose and in flexion. Poly wear of the insert was also reported.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the device history did not show any anomalies. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicated patient bone quality and patient trauma (fall) were likely contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.